Event description:
Patient reported the left side implant "ruptured" and "popped." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional later has reported " patient complaints of deflation of left breast saline implant."

Event description:
Healthcare professional later has reported, " patient complaints of deflation of left breast saline implant".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side ruptured implant. Device remains implanted.